Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with low blood glucose. His blood glucose was 52 mg/dl and he stated that he treated with food. The customer believes that his doctor set his pump settings too high. His current blood glucose is 350 mg/dl. The customer declined troubleshooting for the low blood glucose incident. The insulin pump is not being returned for analysis.